Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed error codes due to charge time of over 44 seconds. Data analysis showed the charge time anomaly happened during an auto capacitor reform. Technical services reviewed the case and recommended emergent replacement as critical therapy may be compromised. Subsequently, the patient was hospitalized, and this s-ICD was explanted and replaced. During the replacement, the system impedance was over 400 ohms. However, once the new s-ICD was connected, the measurements were within normal range. This device is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. A review of the memory log confirmed the long charge and charge timeout allegations. The device case was removed to facilitate inspection of the internal components. Battery voltage showed measurements within range. Noticeable damage of the internal components was observed. No signs of arc marks were present. This internal damage is evidence of device shocking into a shorted lead. Laboratory analysis confirmed an electrical overstress damage inside the device around the high voltage capacitor. However, a probable cause could not be determined because the anomaly could not be replicated, and the evidence was not sufficient to arrive at an accurate conclusion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed error codes due to charge time of over 44 seconds and emitted beeping tones. Data analysis showed the charge time anomaly happened during an auto capacitor reform. Technical services reviewed the case and recommended emergent replacement as critical therapy may be compromised. Subsequently, the patient was hospitalized, and this s-ICD was explanted and replaced. During the replacement, the system impedance was over 400 ohms. However, once the new s-ICD was connected, the measurements were within normal range. This device was returned for analysis and no additional adverse patient effects were reported.